Event description:
It was reported that residue was discovered coming from the front head area of the micro sagittal saw. There was no pt involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
An initial investigation has been completed and sent to the quality engineer. A follow up report will be submitted when the final investigation is complete.